Event description:
It was reported an external fluid leak was observed originating from a ¿broken¿ tubing of a prismaflex st100 set during prime. The set was replaced, and treatment occurred without further issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual sample was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the reported condition could not be visualized. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.